Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Note: events reported in 2210968-2020-03828, 2210968-2020-03829 and add the report number for the new file. It was reported that the ¿needle pulling off suture issue occurred three time this week¿ when did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Procedure name. Initial procedure date. Date the event occurred. Lot number. Device return status/follow up. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/11/2020. Corrected h10 comment reported in the initial mw: note: events reported in 2210968-2020-03834 and 2210968-2020-03837.